Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 480 mg/dl at the time of the incident. The customer used a manual injection to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported pump under and over delivery. Troubleshooting was completed and the pump passed a self test. The customer stated the previous night, they dropped to 62 mg/dl with no explanation. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08720 inches. No under or over delivery anomalies noted. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. Device received with corroded battery tube. (B)(4).